Manufacturer narrative:
H.6. Investigation: our quality engineer inspected the sample and photographs submitted for evaluation. Bd received one unit and three photos. During visual inspection, damage was observed to the tip shield where the washer is placed during manufacturing. Needle disengagement was performed during which a slight drag and resistance was noted while pulling the needle back through the washer. The reported defect was confirmed. Despite the resistance, the unit successfully disengaged and the needle assembly decoupled from the catheter and extension line assemblies. The unit was dissected and it was confirmed that damage to the tip shield was causing the friction and resistance. This type of defect can occur during the manufacturing process due to incorrect assembly. Preventative maintenance and quality inspections are performed at regular intervals to mitigate the risk from this type of defect. A device history record review showed no non-conformances associated with this issue during the production of this batch.

Event description:
It was reported that the bd nexiva¿ closed IV catheter system needle was difficult to disengage while withdrawing it. The following information was provided by the initial reporter, translated from japanese to english: "this is a report about the difficulty to disengage the needle of nexiva. According to the customer's report, the hcp felt strong resistance when withdrawing the needle."

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd nexiva¿ closed IV catheter system needle was difficult to disengage while withdrawing it. The following information was provided by the initial reporter, translated from (B)(6) to english: "this is a report about the difficulty to disengage the needle of nexiva. According to the customer's report, the hcp felt strong resistance when withdrawing the needle."